Event description:
During a diagnostic angio, the precise stent implanted in the internal carotid was found fractured in two pieces. The event was observed 8 months after the index procedure. The pt received two precise stent. The stents were implanted in the internal and common carotid artery. The pt is documented to be in stable condition.

Manufacturer narrative:
The product is not available for analysis. Additional info will be provided within 30 days of receipt.